Event description:
Pt reported experiencing elevated blood glucose of 200-300 mg/dl for the previous 2-3 weeks. His normal blood glucose level is approximately 120 mg/dl. Pt stated he felt tired and had blurred vision. He indicated the cannulas on the infusion sets were bending after a few hours of use. Pt indicated this issue began when he started using his abdomen for infusion sites. He stated that he has to change the infusion site 3 times per day. Pt reported changing the infusion site and administering insulin injections to address the elevated blood glucose issue. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.